Event description:
Related manufacturer reference number: 1627487-2019-05927. Further follow-up indicates the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Reference MFR. Report# 1627487-2019-05927. It was reported diagnostic testing indicated high impedances. Surgical intervention may be pending.